Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that: "the taper was damaged, and possibly fractured (protek prosthesis). More information should be available soon." No further information available at this time.

Manufacturer narrative:
Event summary: the first reported event was that the taper damaged and possibly fractured (protek prosthesis.) Later on an zper as additional information was received, which states that the metasul liner came loose from the pe liner and damaged the femoral component. It is indicated in the zper that there was a revision surgery due to breakage, loosening and pain. However, there is no date for the revision surgery. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The only information received is that the metasul liner came loose from the pe part of the insert and therefore the taper of the femoral component was damaged. No information was received regarding the components. Reported event indicates a protek prosthesis and metasul insert existence, however there is no implant stickers to confirm this info. No article numbers are available. It is not known if the implants are explanted or not, as there is no confirmation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The first reported event was that the taper damaged and possibly fractured (protek prosthesis.) Later on, additional information was received, which states that the metasul part came loose from the pe liner and damaged the femoral component. It is also indicated, that there was a revision surgery due to breakage, loosening and pain. However, there is no date for the revision surgery.